Event description:
Customer reported that the cartridge was not fitting properly on the pump. Blood glucose level was reported as not exceeding 500 mg/dl, indicating that it was within a safe range. Technical support instructed the customer to remove an o-ring from the pneumatic tap, inspect the pump and cartridge, and reload the original cartridge, allowing the customer to resume insulin therapy successfully.